Event description:
Patient had a left knee infrapatellar tendon repair performed on (B)(6) 2016. During the course of the procedure, a microaire 2.0 drill bit (cat. #8054-011) being used in the procedure sheared in the patella and an approximately 2cm section of the bit remained fused in the patella. The bit was being driven by a "hall power2" drill (pro6202m). The entry point was examined and it was determined that the fractured piece was inaccessible, flush with the bone and irretrievable without doing significant damage to the patella. The doctor proceeded with the procedure using a second 2.0 microaire drill bit. The second drill bit fractured in a similar fashion adjacent to the point of the initial piece. The procedure was again stopped and the bit fracture was reexamined. It was determined that the second piece was also irretrievable. The doctor then reassessed his surgical approach and proceeded with a larger diameter bit (8054-014). The procedure proceeded to completion without further incidents or complications. X-rays were taken during the procedure to determine the position as well as any perceived potential harm that the retained bit heads could pose. The determination was made that attempts to remove the bit heads were contraindicated in this situation to prevent damage or destruction to the patella bone. Patient discharged from facility without further incident.

Event description:
Patient had a left knee infrapatellar tendon repair performed on (B)(6) 2016. During the course of the procedure, a microaire 2.0 drill bit (cat. #8054-011) being used in the procedure sheared in the patella and an approximately 2cm section of the bit remained fused in the patella. The bit was being driven by a "hall power2" drill ((B)(4)). The entry point was examined and it was determined that the fractured piece was inaccessible, flush with the bone and irretrievable without doing significant damage to the patella. The doctor proceeded with the procedure using a second 2.0 microaire drill bit. The second drill bit fractured in a similar fashion adjacent to the point of the initial piece. The procedure was again stopped and the bit fracture was reexamined. It was determined that the second piece was also irretrievable. The doctor then reassessed his surgical approach and proceeded with a larger diameter bit ((B)(4)). The procedure proceeded to completion without further incidents or complications. X-rays were taken during the procedure to determine the position as well as any percieved potential harm that the retained bit heads could pose. The determination was made that attempts to remove the bit heads were contraindicated in this situation to prevent damage or destruction to the patella bone. Patient discharged from facility without further incident.